Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to the quality team for investigation. Visual inspection confirmed that the top portion of the syringe, including the luer and tip, was broken off, verifying the reported incident. A device history review was conducted for the reported lot 2503100. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products from this manufacturing line are sampled and subjected to visual and functional inspections at various sub-process stages in accordance with established procedures. No issues related to the reported condition were identified during manufacturing. While it is possible that damage occurred during the molding process and resulted in breakage when pressure was applied, device records do not indicate this, and there is no supporting evidence of damage. Therefore, a definitive root cause cannot be established at this time. To date, no similar events have been reported for this lot. Manufacturing personnel have been notified of this incident. Complaints for this device and reported condition will continue to be monitored by the quality team for any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: vacuuming of a 50cc syringe to deflate as much as possible a nucleus balloon (for heart valve dilation), but the syringe burst when the vacuum was applied. This has already happened several times this year with this type of equipment. If this occurs during valve dilation, it can be serious for the patient. (B)(6) 2025. 1. Could you tell us the date of the incident? (B)(6) 2025. 2. Did the patient or user suffer any harm? If so, please explain. No complications for the patient. 3. As you indicated, ¿this has already happened several times this year with this type of equipment.¿ a. Could you confirm whether the previous incidents have already been reported to bd or not? Yes, (B)(6) 2025. 1.when the syringe burst, was it the tip, the barrel, or the plunger? Based on the sample, it appears that the tip of the syringe body has come unsoldered.